Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). The sample was returned and evaluated in the chemical lab. The reported condition was not confirmed; no exception was found after chemical test. A review of the batch revealed no exception regarding this issue found in the manufacturing process. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) that there was inadequate iodine in the minicap. There was no patient involved.